Event description:
On july 21, 2014 it was reported through clinic notes that in (B)(6) 2014, the patient had an increase in seizures. The patient¿s wife witnessed five to six partial seizures nightly. At that time, recommendations were made by the physician to increase sabril from 1000mg twice per day to 1500. The patient was seen in april and did not understand that he was to increase his sabril dose; he thought it was just something to think about. The patient¿s seizures continued at that frequency. Attempts were made for further information from the physician but no additional information has been received to date.

Event description:
On (B)(6) 2014 it was reported that the increase in seizures was most likely due to loss of therapy secondary to the high lead impedance. Surgery for the high impedance is the only intervention being taken. The physician reported that the increase in seizures is above pre-vns baseline levels. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures. Clinic notes dated (B)(6) 2014 were also received which indicate that the patient¿s seizures have gone from 1-2 cps monthly to 5/week. The high impedance event has been captured on MFR. Report # 1644487-2014-01960.